Event description:
It was reported that the ilet device displayed an unresponsive screen during a supply change at the ¿press and hold for drops¿ step, where the confirmation (¿yes¿) button did not register, and the patient resolved the issue after restarting the app and completing the supply change without further obstruction. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status, no medical intervention, and no hospitalization. Investigation included customer interview and technical review of the reported user interface behavior. Investigation of this case revealed that the issue was consistent with a transient user interface responsiveness anomaly that could be cleared by a device/app restart, with no reproducible malfunction reported after recovery. It was concluded that the device functioned as expected after restart and that a transient, non-reproducible screen responsiveness issue occurred without patient harm.